Event description:
The customer indicated that they have an atlas monitor that lost power for unk reason. The customer indicated that this occurred without any audible or visual alarms. The unexpected shutdown of a bedside monitor may impact the clinician's ability to hear and see changes in the pt's condition. There was no report of any pt harm as a result of the reported event. Note 1 for block a: the customer did not provide any pt info.